Event description:
Since approximately on (B)(6) 2024, the patient lost a significant amount of weight, and since then, the patient experienced persistent discomfort due to the position of the csl. A lead revision occurred on (B)(6) 2026. It was noted that the lead was in an atypical, twisted location in the neck, and during dissection, the lead was accidentally cut. A new csl was placed successfully.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the patient's weight loss and an accidental lead cut due to the position of the lead. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID #: (B)(4).